Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side of uterus/ the coil on the right side appears to be approximately 50% within the uterine cavity') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included pain in hip, tobacco abuse, chronic cervicitis, bleed in luteal cyst and follicular cyst of ovary. Concomitant products included atropine, cefixime (flexeril) since 2017, diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and ketorolac tromethamine (toradol). In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), teeth brittle ("dental problems: teeth were brittle"), tooth loss ("dental problems: falling apart"), tooth fracture ("dental problems: they kept breaking off"), alopecia ("hair loss") and fatigue ("fatigue"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pain/ pain pelvic"), back pain ("low back pain"), endometriosis ("did an ultrasound and saw endometriosis"), arthralgia ("joint pain"), rash generalised ("rashes or skin conditions type: raised rash all over") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, endometriosis, vaginal discharge, anxiety, depression, rash generalised, nausea, teeth brittle, tooth loss, tooth fracture and fatigue outcome was unknown, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the migraine and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash generalised, teeth brittle, tooth fracture, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion coils were in place. Pathology test - on (B)(6) 2016: uterus and cervix (140 grams): chronic cervicitis. Negative for cervical dysplasia. Mid secretory endometrial mucosa. Clinically pelvic pain, menorrhagia, and dysmenorrhea. Metallic foreign body present grossly on the right side of uterus. Left fallopian tube and ovary: remote hemorrhagic corpus luteum with several follicular cysts of ovary. Right fallopian tube and ovary: several follicular cysts of ovary and a hemorrhagic corpus luteal cyst. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side of uterus/ the coil on the right side appears to be approximately 50% within the uterine cavity') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included pain in hip, tobacco abuse, chronic cervicitis, bleed in luteal cyst and follicular cyst of ovary. Concomitant products included atropine, cefixime (flexeril) since 2017, diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pain/ pain pelvic"), back pain ("low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain") and nausea ("nausea"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), teeth brittle ("dental problems: teeth were brittle"), tooth loss ("dental problems: falling apart"), tooth fracture ("dental problems: they kept breaking off"), alopecia ("hair loss") and fatigue ("fatigue"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced endometriosis ("did an ultrasound and saw endometriosis"), rash ("rashes or skin conditions type: raised rash all over"), migraine ("migraines/headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, endometriosis, vaginal discharge, anxiety, depression, rash, nausea, teeth brittle, tooth loss, tooth fracture, fatigue and abdominal pain outcome was unknown, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, teeth brittle, tooth fracture, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Pathology test - on (B)(6) 2016: uterus and cervix (140 grams): chronic cervicitis. Negative for cervical dysplasia. Mid secretory endometrial mucosa. Clinically pelvic pain, menorrhagia, and dysmenorrhea. Metallic foreign body present grossly on the right side of uterus left fallopian tube and ovary: remote hemorrhagic corpus luteum with several follicular cysts of ovary. Right fallopian tube and ovary: several follicular cysts of ovary and a hemorrhagic corpus luteal cyst. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event" abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side of uterus/ the coil on the right side appears to be approximately 50% within the uterine cavity') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included pain in hip, tobacco abuse, chronic cervicitis, bleed in luteal cyst and follicular cyst of ovary. Concomitant products included atropine, cefixime (flexeril) since 2017, diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches"), teeth brittle ("dental problems: teeth were brittle"), tooth loss ("dental problems: falling apart"), tooth fracture ("dental problems: they kept breaking off"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pain/ pain pelvic"), rash generalised ("rashes or skin conditions type: raised rash all over"), migraine ("migraines"), back pain ("low back pain"), arthralgia ("joint pain") and endometriosis ("did an ultrasound and saw endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, rash generalised, headache, nausea, teeth brittle, tooth loss, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, dyspareunia and endometriosis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and arthralgia had resolved and the migraine and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash generalised, teeth brittle, tooth fracture, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion coils were in place. Pathology test - on (B)(6) 2016: uterus and cervix (140 grams): chronic cervicitis. Negative for cervical dysplasia. Mid secretory endometrial mucosa. Clinically pelvic pain, menorrhagia, and dysmenorrhea. Metallic foreign body present grossly on the right side of uterus left fallopian tube and ovary: remote hemorrhagic corpus luteum with several follicular cysts of ovary. Right fallopian tube and ovary: several follicular cysts of ovary and a hemorrhagic corpus luteal cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.